Event description:
On 6/21/2023, it was reported by a sales representative via phone that an ar-3638 knotless fibertak pulled out of the implantation site. Another ar-3638 knotless fibertak was opened, but the shuttle stitch broke during tensioning. Everything was removed from inside the patient, and an additional ar-3638 knotless fibertak was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.